Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It has been reported that one bd nexiva closed IV catheter system¿ single port w maxzero¿ needleless connector has been found with the catheter separating from the hub during use. The following has been provided by the initial reporter: material no. 383557. Batch no. Unknown. It was reported that 3 IV¿s become disconnected between the hub of the catheter. Per customer report: I started on the in patient floor to do follow up on nexiva and was told that since this past weekend they have had 3 IV¿s become disconnected between the hub of the catheter and the max zero. It seemed to have happened with the same box of catheters which had been used up so I don¿t have the lot #. They have started a new box since with no problems. Nurse claimed that all 3 of these patients lost quite a bit of blood, and she stated that one patient almost needed a blood transfusion. I compared their old needle free connector with max zero and didn¿t see a difference. We discussed making sure that their was a full turn when connecting the max zero just like with their old needle free connector one patient was quite confused and might have disconnected it themselves. I¿ve got a catheter from the new box that was just opened but I¿m not sure if it would be from the same lot #. Complaint 1 of 2.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd nexiva closed IV catheter system¿ single port w maxzero¿ needleless connector has been found with the catheter separating from the hub during use. The following has been provided by the initial reporter: material no. 383557 batch no. Unknown. It was reported that 3 IV¿s become disconnected between the hub of the catheter. Per customer report: I started on the in patient floor to do follow up on nexiva and was told that since this past weekend they have had 3 IV¿s become disconnected between the hub of the catheter and the max zero. It seemed to have happened with the same box of catheters which had been used up so I don¿t have the lot #. They have started a new box since with no problems. Nurse claimed that all 3 of these patients lost quite a bit of blood, and she stated that one patient almost needed a blood transfusion. I compared their old needle free connector with max zero and didn¿t see a difference. We discussed making sure that their was a full turn when connecting the max zero just like with their old needle free connector one patient was quite confused and might have disconnected it themselves. I¿ve got a catheter from the new box that was just opened but I¿m not sure if it would be from the same lot #. Complaint 1 of 2.